Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw4034 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was unable to be inserted into the strain relief. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty assembling a connector is confirmed and was determined to be manufacturing related. One 4 fr two-piece groshong nxt connector, one 4 fr single lumen groshong clearvue catheter segment, one 0.018 in. Guidewire in a plastic hoop, and one 4.5 fr x 5 cm microintroducer were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces were returned not assembled. The connector pieces were assembled and then an attempt was made to disassemble the connector pieces. The connector pieces were found to be able to be pulled apart by hand with relative ease. A microscopic observation revealed a gap between one locking arm of the proximal connector piece and the catch slot of the distal connector piece when the connector pieces were assembled. The distance between the locking arms of the proximal connector piece was measured and was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the catheter was unable to be inserted into the strain relief. No other information was provided.